Event description:
It was reported that, "the pt is having difficulty with flexion and abduction with pain across the thigh. The problems began in (B)(6) 2012 and are getting progressively worse."

Manufacturer narrative:
Device eval could not be performed as no items associated with the event were returned or made available for eval. Review of the device history records indicates all devices accepted into final stock met specifications. A review of the sterilization records verified the sterility of the reported product lots. The product experience reporting database shows there have been no other events for any of the reported lots. The root cause could not be determined with the limited info available at the time of the eval. This is the same pt / event as MFR #2249697-2012-00867.